Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded up and down button on keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported a button error. The blood glucose reading was 97 mg/dl. Prior to the event, the patient was trying a bolus. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.